Event description:
It was reported that the atrial lead perforated through the pericardium. The lead was explanted and replaced. It was further reported that at the lead replacement procedure, the device showed significant differences in the sensing measurements compared to the analyzer. The measured values of the analyzer after multiple measurements and repositioning of the lead was always between 12-20 mv and the device was always between 2.3-2.6 mv. The physician believed the measurement problem was in the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant product: 6947 implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. However, there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.